Event description:
During initial implant surgery, the patient experienced one episode of asystole upon first diagnostic test. During the second system diagnostic test, patient had a 30 point drop in heart rate. A third diagnostic test was performed and patient did not have a drop in heart rate. The generator was left off as patient was newly implanted. Patient was reported to be on beta blockers. No additional relevant information has been received.